Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to faulty interface board. The pump had cracked corner display window, scratched display window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 280 mg/dl at the time of incident. Troubleshooting was completed and the display did not return. The customer was advised to leave the battery out for 2 hours and to call back if the display did not return. The customer called back and stated that the display did not return. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.